Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD), defibrillation and transvenous leads potentially developed an infection. No further effects were reported. However, it was later reported that the system was explanted. However, there was no infection. There was report that both leads had noise and the device was at the elective replacement indicator (eri). This noise resulted in oversensing and pacing inhibition. It was then later reported that the leads were both fractured. There were no adverse patient effects.

Manufacturer narrative:
A return reqeust were made for the products, however, it was unclear if the hospital had disposed of them. Should additional information become available, this event will be updated.